Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. The customer alleged that the pump was interacted with prior to the alarm. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Although requested, the customer declined to upload pump data for review.